Event description:
The ethicon atw 45 linear cutter misfired the staples did not fully close, prompting the surgeon to retriever the stapler, one by one from the pt's lung. Procedure: left upper lobectomy.